Event description:
While testing the unit at the manufacturer, it was reported that the attachment heated up. This event did not occur during a surgical procedure. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was evaluated by the manufacturer, however, the complaint could not be replicated. Based on the quality investigation, debris and corrosion was found on internal components, which could lead to the device overheating. The device could not be repaired and was discarded.